Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks from the implanted cardiac resynchronization therapy defibrillator. The device was interrogated the following day as the patient was stable and would remain monitored. During device interrogation, the device recorded 15 rounds of anti-tachycardia pacing (atp), and 10 hv therapies and over 33 ventricular high-rate episodes. Review of the available egms of the episodes appeared to show sinus rate increasing with exercise and the device appropriately withheld therapies until an atrial undersense occurred which triggered a ventricular rate greater than atrial rate and commencement of therapies. There was one event which appeared to be ventricular tachycardia (vt) which was appropriately treated by an atp. The device was reprogrammed, turning off the device stability/onset feature and atrial tachyarrhythmia discrimination. The rhythm ID feature was programmed on at nominal settings of 94 percent. No additional adverse patient effects were reported. This device remains in-service.